Event description:
Allegedly, this component was removed during the revision of another component.

Event description:
Allegedly this component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: product did not contribute to event. Product conformance could not be determined.